Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows sac enlargement is confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a type iiib endoleak of the bifurcated stent graft with strut fracture occurred that was not included in the event as reported. These findings were discovered during an examination of during review of the 116-month post-implant computerized tomography scan. The most likely causation for the sac enlargement is the type iiib endoleak. The most likely causation for the type iiib endoleak is device-related due to the use of the strata material. The final patient status was not reported post the reintervention. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. B1: adverse event/product problem. B2: outcomes attributed to ae. B5: describe event or problem. G4: awareness date - updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft, an infrarenal aortic extension, a suprarenal aortic extension and a limb extension to treat an abdominal aortic aneurysm (aaa). Approximately nine and half (9.5) years post initial procedure, during a routine follow up, a computed tomography (CT) scan identified sac growth with no identifiable endoleak. The patient is doing good and is currently being monitored while an intervention is being discussed. Subsequent to the initial report, reintervention was completed with implant of an afx2 bifurcated stent graft, an afx vela infrarenal, and two (2) ovation ix extender's. Additionally, clinical assessment determined that there was evidence to reasonable suggest a type iiib endoleak of the bifurcated stent graft with strut fracture occurred that was not included in the event as reported. The compromised stent graft integrity was discovered during review of the 116 month post implant CT scan.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows sac enlargement and additional endovascular procedure (reline) is confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a type iiib endoleak of the bifurcated stent graft with strut fracture occurred that was not included in the event as reported. These findings were discovered during an examination of during review of the 116-month post-implant computerized tomography scan. The most likely causation for the sac enlargement is the type iiib endoleak. The most likely causation for the type iiib endoleak is device-related due to the use of the strata material. The final patient status was discharged on the first post-operative day following a reline procedure. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. B6: relevant tests and lab data - updated. G4: awareness date - updated. H10/11: additional mfg narrative - updated.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft, an infrarenal aortic extension, a suprarenal aortic extension and a limb extension to treat an abdominal aortic aneurysm (aaa). Approximately nine and half (9.5) years post initial procedure, during a routine follow up, a computed tomography (CT) scan identified sac growth with no identifiable endoleak. The patient is doing good and is currently being monitored while an intervention is being discussed.